Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2016-aug-15 we received additional information regarding the reported event where it was stated that the patient did not fall off the arjo's bed, he fell off another bed or equipment (details were not provided). The hse (british government agency) who was visiting the facility for another reason (a fall, no details or indication of involvement of any of our devices available) noticed the contoura and nimbus and prohibited the use of that combination, as part of a generic prohibition and solely based on seeing the bed and mattress without a patient on the bed but with safety sides up. Seeing the combination as such this gave the hse the impression that the combination would present a hazard i.e. A patient could roll over the safety side. To be clear: the contoura and nimbus have not been identified specifically but were commented on off-hand. From the above we can state that this report does not related to any fall of a patient. However we are still investigating this issue and we provide additional information following the conclusion of the investigation.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 we have been information about the adverse event involving contoura bed and nimbus 3 mattress: "patient fell out of bed in (B)(6) in (B)(6) ((B)(6) hospital), (B)(6) visited and served prohibition order on the trust regarding compliance issues with nimbus 3 and contoura bed systems, they then planned to visit 5 community and 2 acute hospitals but following the first visit to community hospital the (B)(6) called a halt to further visits due to complexity of issues and considerations of the risk/clinical balance in relation to falling out of bed and issues surrounding tissue viability".

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Corrected data: as no patient was involved, patient code(s) in section h6 was changed from 1848 to 2645. Manufacturer narrative: when reviewing reportable events for contoura beds and nimbus 3 mattress, we haven't any other similar complaints concerning compliance of those 2 devices. There is no complaint trend for these kinds of complaints. It is unknown if there was any malfunction of the involved devices because they were not identified and no examination was possible. It was also confirmed that no event occurred that would involved the products in question. Per this investigation we have reviewed the available internal documents from the contoura's beds manufacturer - huntleigh healthcare, and were able to establish as follows: active pressure redistribution mattresses such as nimbus behave in a different way to a non-powered reactive foam mattresses. The distance that a patient immersion and envelopment into an alternating pressure mattress is different from that on a foam mattress. It is also true that a huge variation in patient's size and weight, and mattress foam density also exists, and hence the 220mm cot side requirement is a generalisation. Tests with the contoura range were undertaken in the flat position showed that the standard dummy (75kg and 1.72m) immerses into the foam and active therapeutic mattress in different amounts. Relative measurements of the vertical position of the chest of the dummy in relation to the mattress height and in relation to the mattress support platform were as follows: nimbus iii (on soft) height above mattress 135, height above platform 365mm. Nimbus iii (on firm setting) height above mattress 150, height above platform 390mm. In summary: the increased envelopment and immersion into a nimbus mattress when a patient attempts to climb out of bed, together with the therapy benefits of an active pressure redistribution surface is considered to provide an acceptable level of safety. Use of a nimbus iii on contoura beds gives a patient position lower than or equivalent to a foam mattress allowed by iec 60601-2-38, it is reasonable to assume that an equivalent level of safety is provided by using standard contoura safety sides with a nimbus iii mattress. As with all bed and mattress combinations, it is important for the carers to make decisions on using side rails, in line with hospital policy, and bearing in mind the condition of the patient. Security and safety of the patient is a function of their condition and attitude, as well as the treatment being given. We therefore recommend that use of safety sides is a policy decision for the hospital, and a clinical decision for particular patients. In general, however, owing to the different compression characteristics of a powered therapeutic surface when compared with foam mattresses, the nimbus iii mattresses are suitable for use with standard contoura cot sides. There is no design or compatibility issue as is proven by the successful use of these beds in the market for many years without there being a complaint trend to this effect. If there is any intent by the patient of leaving the bed, the side rails will not prohibit exit. Please note that no details were provided regarding involved mattress and contoura model, therefore we are not able to evaluate with the certainty a non-compliance, but based on the above information, we find the prohibition notice to be not justified. According to our investigation and provided information where no incident occurred, we don't find this complaint to be reportable to the competent authorities.